Manufacturer narrative:
The technician replaced the brake detent and adjusted the casters to repair the bed.

Event description:
The complainant stated when he engaged the brake/steer petal into brake, it locked and stayed in brake, however, when he shook the bed from side to side in a hard manner, the brake/steer petal popped back into the neutral position.